Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation/atrial flutter, hyperlipidemia, hypertension, stroke, diabetes, chronic kidney disease, liver disease, chronic obstructive pulmonary disease, peripheral arterial disease, myocardial infarction, right ventricular dysfunction, mitral regurgitation, and tricuspid regurgitation. Complications reported included death, cardiac hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: real-world suitability of patients for transcatheter tricuspid valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "real-world suitability of patients for transcatheter tricuspid valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate the outcomes of patients who were referred for transcatheter tricuspid valve intervention (ttvi) and were deemed anatomically ineligible for transcatheter tricuspid valve replacement (ttvr). The devices included in this study were triclip and evoque valve. The article concluded that the commercial availability of ttvr devices has led to an increase in the percentage of patients with severe tricuspid regurgitation (tr) who may now be treated. For those who are not eligible, tricuspid-transcatheter edge-to-edge repair (t-teer) may be performed with tr reduction in selected patients. [The primary and corresponding author was brian o¿neill, division of cardiovascular medicine, henry ford hospital, detroit, mi, USA, with corresponding e-mail: boneil3@hfhs.org.] This study included patients who were referred for consideration of ttvi from 01 february 2024 to 01 february 2025. A total of 251 patients were included in the study, of which 3.98% (10) received an abbott device. The average age for the suitable for the transcatheter tricuspid valve replacement (ttvr) group was 76.6 years. The average age for the unsuitable for the ttvr group was 76.5 years. The majority gender was female. Comorbidities included atrial fibrillation/atrial flutter, hyperlipidemia, hypertension, stroke, diabetes, chronic kidney disease, liver disease, chronic obstructive pulmonary disease, peripheral arterial disease, myocardial infarction, right ventricular dysfunction, mitral regurgitation, and tricuspid regurgitation.